Event description:
It was reported that the consumer had difficulty attaching the bd nano¿ 2nd gen pen needle to the pen, and could not turn the pen dial to draw up insulin. The following information was provided by the initial reporter: "consumer reported pen needle does not/fit attach to pen correctly. Consumer reported that as soon as she attempts to put needle onto pen she cannot turn pen dial to draw insulin... Consumer stated she has "ruined" 3 pens trying to use bd pen needles... Consumer stated she has multiple sclerosis and her hands shake heavily. Consumer stated additionally she suffers from poor eyesight, occasionally has to use a magnifying glass to see. Consumer stated she previously used bd ultra-fine nano pen needles and didn't have any problems."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the consumer had difficulty attaching the bd nano¿ 2nd gen pen needle to the pen, and could not turn the pen dial to draw up insulin. The following information was provided by the initial reporter: "consumer reported pen needle does not/fit attach to pen correctly. Consumer reported that as soon as she attempts to put needle onto pen she cannot turn pen dial to draw insulin... Consumer stated she has "ruined" 3 pens trying to use bd pen needles... Consumer stated she has multiple sclerosis and her hands shake heavily. Consumer stated additionally she suffers from poor eyesight, occasionally has to use a magnifying glass to see. Consumer stated she previously used bd ultra-fine nano pen needles and didn't have any problems.".